Manufacturer narrative:
This is six of seven manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-04408, 2015691-2024-04411, 2015691-2024-04412, 2015691-2024-04413 and 2015691-2024-04461. The investigation is ongoing.

Event description:
As reported by our japanese affiliates, received by literature, one patient had the commander delivery system guidewire in the left ventricular entangle in the mitral chordae and could not be removed, resulting in a surgical aortic valve replacement

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated: update to b4, g3, g6, h2, h3, h6, h10. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. No imagery was provided. Review of the work orders was unable to be completed, as a serial number was not provided. As the valve sn was not provided, a DHR review was unable to be performed. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander with s3 (japan) IFU along with the procedural training manual ' s3 and commander were reviewed. Preparing the system includes: 'advance the delivery system and use the flex wheel, if needed, and cross the target position' and 'as necessary, utilize the flex wheel to adjust the co-axiality of the thv and the fine adjustment wheel to adjust the position of the thv'. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for difficulty or inability to cross native annulus and/or bioprosthesis was unable to be confirmed as no device or imagery were provided for evaluation. In addition, as device lot information was not provided, a device history and lot history review could not be performed, and therefore the presence of manufacturing nonconformance (if any) could not be determined. A review of IFU/training materials revealed no deficiencies. As reported, 'during a tavr procedure, a guidewire in the left ventricular entangled in the mitral chordae and could not be removed, resulting in savr'. The mitral valve is in the left atrium (la), which is adjacent to the aortic valve. During tavr, the guidewire passes through the aortic valve and extends to the left ventricle (lv), which is near the mitral chordae. The delivery system is relying on the guidewire to track and reach the target location. In this case, it is possible that improper guidewire placement may have caused the wire to interact with tendinous cords. Due to the interaction, the movement of the guidewire could have been restricted and this can make it difficult to maneuver the delivery system effectively to cross the target location. In such condition, additional movement or manipulation to the guidewire to overcome the resistance may cause the guidewire to become entangled in the tendinous cords, requiring additional surgical intervention to resolve the complication. However, without the imagery, further investigation could not be conducted. While a definitive root cause was unable to be determined, it is possible that procedural factors (improper guidewire placement, guidewire movement or manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.